Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced incomplete bladder emptying. Patient placed on vesicare (B)(6) 2025 for oab symptoms. Patient reports the medication helped, but now has a pvr of >350ml. As of diagnostie, bladder scan results showed elevated pvr >350 ml. Date of test was (B)(6) 2025 patient also reports constipation. This was casually relted to device or therapy and not related to the implant procedure and not due to programming. And as for intervention, self-catheterization started and provider discontinued vesicare. Resolved without sequelae (B)(6) 2025f

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.